Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 3.0g over specification. B5: left-side double capsule.

Event description:
Left-side double capsule.